Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up if alternative information becomes available. Related MDR: 3025141-2026-00268.

Event description:
It was reported: yesterday, one of the shafts broke while using the va handle from the aculoc transit system. Subsequently, when using the next shaft, the head of the second screw became stripped, so it had to be left partially inserted, as it was not possible to either remove it or advance it further.